Event description:
It was reported that following the implant of an inflatable penile prosthesis, sometimes the pump would not rebound. Eventually, the pump was completely unusable and would not rebound. The physician adjusted the pump outside the patient, but it did not work. The patient had the pump replaced. Following the surgery, the patient was stable and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was not able to confirm the reported events related to a pump problem. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported event was not able to be confirmed through investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that following the implant of an inflatable penile prosthesis, sometimes the pump would not rebound. Eventually, the pump was completely unusable and would not rebound. The physician adjusted the pump outside the patient, but it did not work. The patient had the pump replaced. Following the surgery, the patient was stable and the event resolved.